Event description:
It was reported that, during a procedure, the allura xper fd20 biplane was unable to power on. No patient harm or injury was reported. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system couldn¿t be turned on. Upon investigation, fse confirmed that the issue was with fuse (f23) which was broken. The fse, exchanged the fuse and reconnected the wire restart the machine, and system was returned to use in good working order. The codes were updated based on the investigation outcome.